Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), (B)(6), (B)(4); product ID: 977a260, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain via a manufacturer¿s representative (rep). The rep reported that the leads had migrated. The hcp decided to replace with new leads. The old leads were removed and the hcp attempted to replace with new leads. The patient had scar tissue that prevented the leads from being placed properly. The lead replacement was aborted and the patient was to be sent to a neurosurgeon for a paddle lead. The rep reported that the patient had experienced falls as an environmental factor that could have led to the issue. The rep reported that the x-rays showed lead migration. The issue wasn¿t resolved. No further complications were reported.